Manufacturer narrative:
Manufacturer's investigation conclusion: the log files were reviewed following the reported event of intermittent alarms. The reported intermittent alarms are addressed via the investigation of the returned system controller (serial number: (B)(6) ). The log files submitted for review and the log file downloaded from the returned controller contained data spanning approximately 42 days combined (13jun2021 - 28jun2021, 21jul2021 - 16aug2021, and 26aug2021 per the timestamps). The data in the log files did not indicate any issues with the mobile power unit (mpu). Additional information provided stated that the reported issue occurred while the patient was hospitalized and not using the mpu. The reported event could not be correlated to an issue with the mpu. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The related manufacturer report number for the left ventricular assist device (lvad) is 2916596-2021-04845. The related manufacturer report number for the system controller is 2916596-2021-04874. It was reported that the patient's left ventricular assist device (lvad) beeped while the patient was connected to power source. Alarms could not be identified for the beeps that occurred on (B)(6) 2021 from 12:00am to 2:00am and on (B)(6) 2021 around 2:00pm. There were no unusual events seen within the log files. The mcs equipment was operating as expected. The patient continued to experience short alarms that are not registering in the system monitor history. The patient was unable to sleep because the device alarmed frequently overnight from (B)(6) 2021. These alarms appeared to be related to patient re-positioning. The patient also had a pseudomonas driveline infection. The infection was first treated with meropenem and fluconazole. The sight of the patient's infection site had wound vacuum assisted closure (vac), which he had pulled off twice. The log files were submitted for review. The log file did not capture any unusual events overnight on (B)(6) 2021. There was also no indication of any type of issue with the driveline. The patient has autism and picks and scratches at their driveline site. He has a wound vac in place for this infection, and has pulled it off at least twice. The log file shows the current in the driveline power conductors were normal. Power cable disconnect alarms were occurring when the white rubber portion, the part of the tubing that is to the right of the driveline, of the system controller extension was kinked. It became kinked when the patient was laying on the system controller at a peculiar angle. The alarm was able to be re-produced after physically kinking off that portion. Other vad related alarms that were noted were alarms due to driveline positioning on (B)(6) 2021, alarms with movement on (B)(6) 2021 and alarms for wires kinking on (B)(6) 2021 resulting in the patient back on battery. The power cable disconnects appear to be caused by the black power lead of the system controller. The black power lead may have a poor battery connection to the battery clip. A system controller replacement with software v1.7 is needed to resolve the issue. The patient has been admitted since (B)(6) 2021. The patient was continued on intravenous (IV) zosyn and IV tobramycin for resistant pseudomonas and on wound vac for driveline infection. The patient was transitioned back to coumadin after being on a heparin drip. Additionally, the patient's controller was exchanged on (B)(6) 2021.